Event description:
An ophthalmic surgeon reported that the eye became unstable during a procedure. The eye became deflated and was nearly "bled". They depressed the footswitch to stabilize the eye, but the pressure and flow rate were decreased by 5 millimeters of mercury (mmhg) before they returned to normal. The procedure was completed with no harm to the pt.

Manufacturer narrative:
A sample has been rec'd but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).